Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed self-test, displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly. No missing segments noted during testing. Unit received with minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, broken belt clip slot, and broken battery tube threads.

Event description:
Customer's mother reported that battery longevilty was short due cracked, shipped battery compartment. It was reported that battery compartment broke when customer was changing battery. It was reported that custome's blood glucose was between 50 mg/dl and 400 mg/dl. Insulin pump would need to be replaced.